Event description:
It was reported that the customer inadvertently administered a bolus. The customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 50's mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. No additional patient or event information was available. A replacement pump was sent to the customer.